Event description:
It was reported ¿malfunction of locking system: broken tip . It is the first time to use after purchasing.¿ follow-up communications obtained additional information. The tip break resulted in a fragment. There was no patient impact or injury. Another instrument was used to complete the procedure.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device has been received and pending product analysis. (B)(4).

Manufacturer narrative:
Product analysis was completed by the quality engineering team. As received condition: received 1 sample(s), part number 3722058. Equipment used: microscope (zeiss stemi 2000c between 0,65 to 5,0 magnification settings). Observations: when viewed under magnification, the tip was bent which would have resulted in the reported malfunction. Manufacturing and mishandling cannot be ruled out as potential causes. Based on the observations there are multiple potential causes and each is equally likely. There was no additional definitive evidence to indicate a root cause. (B)(4).